Manufacturer narrative:
Age at time of event: 18 years or older.    Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified iliac artery. A 8.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 8x40mm mustang¿ balloon catheter. No patient complications were reported and patient's status was good.